Event description:
It was reported that there was a high impedance issue with both leads during the procedure. Electrode 4, 12, 13, and 14 had a value of 4000, and no diagnostic testing or troubleshooting was performed. As a result, the lead was not implanted. The cause was not determined. The leads were sent back for analysis. There were no patient symptoms and was alive with no injury at the time of this report. The patient was doing fine.

Manufacturer narrative:
Product ID: 97791, serial# unknown, product type: accessory. Product ID: 97791, serial# unknown, product type: accessory. Product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product typ:e recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a275, serial# (B)(4), product type: lead. (B)(4). Analysis of leads (l/n va0lzj8023and va0b2xr024), found no anomaly.

Event description:
It was reported that there was a high impedance issue with both leads during a procedure. Electrode 4, 12, 13, and 14 had a value of 4000, and no diagnostic testing or troubleshooting was performed. As a result, the leads were not implanted. The cause was not determined. Per a manufacturing representative, visually no lead fracture was noted. The leads were sent back for analysis. There were no patient symptoms and was alive with no injury at the time of this report. The patient was doing fine.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.